Manufacturer narrative:
Since the subject device has been not returned to omsc for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that it was found the damage on the main power of the subject device during the inspection for the repair at the service department of olympus (B)(4) (oekg). The service department of oekg identified the mechanical damage on the main power inside of the subject device. Also the service department of oekg found that the output socket could not hold the endoscope properly due to the wear. When the user had used the subject device during the unspecified therapeutic procedure, the user had completed the procedure with this subject device. There was no report of patient injury associated with this event. The user did not provide the other detailed information.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of the service department of olympus europe se & co. Kg (oekg), omsc surmised there was the possibility this phenomenon was attributed to the power switch damage of the subject device. The power switch damage might be occurred due to the force while the operation of the power switch and/or the number of times of the operation which were applied to the power switch exceeded expectations. Actually the power switch improvement for those damages have been performed as the design change after december 11, 2013, but the subject device had been manufactured before that measures.